Manufacturer narrative:
The cause for the discordant hba1c results is unknown.

Event description:
Customer reported discordant high hemoglobin a1c results. One patient result was 13.2% which was not consistent with patient's clinical history. Customer had retested the sample and result was 11.5%. The reference lab hemoglobin alc results were 9.1% vs 8.4%. Customer indicated that if no re-test had been done, the patient would have received more medication. There was no report of injury for this event.